Manufacturer narrative:
(B)(4). D10. G7 vit e high wall lnr 36mm e item# 30123605 lot# 67811729. G7 osseoti 3 hole shell 52mm e item# 110010244 lot# 67873096. Femoral stem 12/14 neck taper ext. Offset size 3 130 mm stem length item# 00811400310 lot# 66798526. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had a primary hip procedure and subsequently, the day after the implantation, underwent a revision surgery due to dislocation. Diligence is completed and no further information on the reported event has been provided.